Event description:
It was reported that during an attempted implant to position the lead in the septum by using and bending a stylet, the data of the threshold and sensed waves were shown to be inadequate. The stylet was pulled out and back in several times, which in turn eventually caused the insertion of the stylet to become more difficult unless extra force was given. The physician elected to open a new stylet to continue the procedure, however the insertion of the lead remained difficult. Before positioning the lead securely, the impedance was shown to measure less than 200 ohms. In order to check the lead, the lead was placed in the apex, but then the physician pulled out the lead quickly as the sterility of the lead seemed to have been compromised. The physician elected to remove the lead completely and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.